Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that unspecified sensor issue occurred. The date of the event is an approximation. According to a report received via maude the patient experienced an unknown sensor issue on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient reported that they lost consciousness at home and required assistance from a friend, who treated the patient with sugar. The patient later regained consciousness at an unspecified time. It was not specified what the patient¿s cgm device was displaying during the event. The patient was wearing a medtronic (non-integrated) insulin pump at the time. An attempt to contact the patient for event clarification was made on (B)(6) 2025, but the patient declined to provide dexcom with any additional information. No further patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5176966. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.